Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating during the call with customer support (cs) the health care provider had replaced the pump she was using with a refurbished pump because she stated "this happened with two other pumps.¿ the patient stated that the refurbished pump worked fine for about a month and then did the same thing as the previous two pumps. The patient reportedly was using out of date cartridges and sets currently dated from (2010). The pump reportedly was also out of warranty. This complaint is being reported due to the allegation that there may of have been issue with the pump. There was no indication of what the issue was with the pump.